Manufacturer narrative:
Numed, inc. Was made aware of incident from a returned post market clinical follow-up form. Incident was not reported by hospital. Physician did not think the rupture necessitated a formal complaint. Catheter was not returned. Balloon burst can not be confirmed. A comparative catheter from a different lot was pulled and tested for rated burst pressure. The labeled rbp for this device is 2.0 atm. The comparative catheters outer balloon was inflated in 0.5 atm increments until rbp (2.0 atm) with no issues. It was then over inflated to 5.0 atm, which is more than double the rbp, where it burst longitudinally. An inflation device with pressure gauge was used. Procedure was successful. Very little information has been received, even after repeated attempts.

Event description:
Rupture of the outer balloon at 2 atm and full diameter. Withdrawal without problems.